Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and replace imaging system parts. The ups and the line power led indicator were replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The power supply ups with switch was returned to the manufacturer for analysis. Investigation confirmed reported problem "ups not holding charge." Ups failed 5 minute load test in 1:56 seconds. The hardware investigation found an electrical failure, the battery would not hold charge. The battery cartridge and green led cable were not returned for analysis. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the site would like to replace the uninterruptible power supply (ups) battery of the imaging system. Biomed moved the mobile view station (mvs) and ups would not hold a charge. There was no patient present when this issue was identified. The medtronic representative followed up with the site and reported that the mvs would not boot up. The site bypassed the ups and was able to get the system to boot.